Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was found not functional. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: damaged optic. Scratch/impact/damage - endoscope eyepiece connection. Poor image quality. The distal tip and optics were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a during routine check at the warehouse, it was observed that the hd epscp,4.0,70,167,mitek device was not functional. During in-house engineering evaluation, it was determined that the device had a poor image quality. There was no procedure nor patient involvement reported. No additional information was provided.